Event description:
It was reported to boston scientific corporation that during a uterine prolapse and cystocele procedure performed on (B) (6) 2009, using an uphold vaginal support system, there was a "nerve entrapment event." The procedure was completed with this device and the patient was reportedly ¿stable¿ post-procedure. The patient took non-steroidal anti-inflammatory drugs post-procedure, specific types and length of time unknown. On (B) (6) 2010, the patient complained of left hip pain, and paresthesia in the right foot, but stated the paresthesia has been improving since the procedure. The patient reported she cannot sit in a car seat for long periods because of the hip pain. On (B) (6) 2010, the patient stated she is unable to sit properly; she bears all her weight in her upper thighs. If she is forced to sit back, as in a car, the left side (hip) begins to hurt. The patient stated that the paresthesia in her right foot is gone. Overall, she ¿seems to be improving.¿ the patient is currently under observation. No additional information about the initial procedure, the patient's current condition, or the event has been forthcoming.

Manufacturer narrative:
(B) (4) "parasthesia" available. The device has not been received; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.